Manufacturer narrative:
It was reported that the pressure transducer test during pre-use check failed. On-site investigation was performed by our field service engineer. According to the received service report the turbine module was defective and in need of replacement. However, the healthcare facility decided to not repair the ventilator due to usage and cost considerations. Therefore, no parts have been replaced and the ventilator has not been repaired. The issue was confirmed in the provided log files. The turbine module is responsible for delivering air gas. If the turbine module stops, oxygen is delivered instead. If no oxygen is connected to the ventilator, ventilation will stop. Audiovisual alarms will be generated. Since no part was returned for investigation, the root cause of the reported failed pre-use check has not been determined, but the turbine module was most likely contributing to the event.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).